Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 54 cm proximal to the lead's tip. Only the distal segment of the lead was received for analysis. The inspection of the lead segment revealed abrasion marks with a severe torsion of the lead body at the most distal part. At this position the insulation was found damaged. This damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of the damage and the severe torsion of the lead body in the affected area, it is reasonable to assume that the lead had been subject to strong mechanical stress in the implanted state. These conditions in the implanted state may have led to an abraded insulation, which broke as a result of strong pulling forces applied during the explant procedure, causing the conductor cable to come outside the lead body at the position of the damage. Further findings, as the cuttings in the insulation and the deformation of the svc and rv shock coils, occurred most likely during the surgery. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Event description:
The physician suspected noise on the rv lead, so it was removed along with the generator.